Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on a medical regiment of dual antiplatelet therapy (dapt). The patient came in for their 45-day follow-up transesophageal echocardiogram (tee) procedure. The tee imaging showed that there was a device related thrombus present on the face of the device. The patient was switched to 81mg of aspirin and 20mg xarelto. No other complications or consequences occurred as a result of this event. The patient is expected to make a full recovery and is scheduled for a repeat tee on (B)(6) 2023 to determine the status of the thrombus.